Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr ik sheath and dilator were returned for evaluation. The sheath and dilator were subjected to visual analysis. There were no gross visual anomalies noted with the dilator. The sheath was then examined, there was a 1.363" slit in the sheath that was measured from the distal end of the sheath. The slit was examined under microscopy. There were jagged edges present along the edge of the sheath. Functional testing was then performed to observe any obstructions in the sheath. There were no issues inserting or removing the dilator from the sheath. Additionally, the fracture along the length of the sheath was compressed to see if the crack would propagate. The crack did not propagate. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the sheath came into contact with a sharp object.

Event description:
The user facility reported that the a 6fr pinnacle sheath splintered when the physician put the obturator back in and they had a hard time removing it from the patient. It was reported that the patient is in good condition. The procedure was reported to be a success. Additional information was received on 4/17/2018. The sheath was successfully removed. Blood loss was reported to be less than 250 cc. The nurse could not recall if there were any other devices or equipment used during the procedure.